Event description:
Hcp reported the pt had a refill performed in 2002. The pt experienced a pocket fill which included symptoms such as being pale, nauseated, and their temperature dropped. The pt was given oxygen and taken by an ambulance to the hosp where they stayed for observation. The pt is now reported as doing fine.